Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. The customer returned an electric dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the electric dermatome one time. The last repair was (B)(6) 2013 where it was reported that the device was sent in for service and calibration and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, and the 2 inch and 4 inch width plates were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome revealed that the device ran erratically so the motor speed could not be accurately measured. The calibration was out of specification and the control bar, head, and calibration shaft were damaged. The device was upgraded to a standard repair due to the need for additional parts. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, control bar, and calibration shaft. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the calibration was out of specifications. While during the initial inspection it was noted that the calibration was out of specifications, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The electric dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the electric dermatome on january 30, 2017 revealed that the device ran erratically so the motor speed could not be accurately measured. The calibration was out of specification and the control bar, head, and calibration shaft were damaged. The device was upgraded to a standard repair due to the need for additional parts. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on january 30, 2017 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, control bar, and calibration shaft. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was reported that the calibration was off.